Event description:
Patient initially reported the infusion device displayed an e7 electronic error, and the infusion device was replaced and returned for evaluation. E7002 errors were found in the alarm history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions were not affected. No physiological effects were reported. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint can be verified. The history did not show e7002 errors but the "alarm history" of the pump listed an e7002 on the (B)(4) 2012. The vibrator motor does not function, and an internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.